Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to pain. The right cylinder was receding causing pain in the scrotum at the pump location. The right cylinder was also curving, likely due to improper size of the cylinder. The cylinders and pump were removed and replaced in additional to properly sized rear tips. There were no additional patient complications.